Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Three photos were included for evaluation. One device sample was received in used condition. During visual inspection no damage or other defects were detected on the sample. The cuff was inflated with the use of a syringe and a restriction in the cuff inflation and deflation process was detected. The complaint was confirmed. The root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate properly. This occurred at the time of unpacking. There was no patient involvement and no patient harm/adverse event reported.